Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The sales representative reported on behalf of the customer that the sb534 device was being used during a mesentary biopsy procedure on (B)(6) 2021 when it was reported that "bag broke apart inside of the patient". Upon further assessment it was discovered that they were able to retrieve the broken piece with a grasper. There was no report of patient/user impact or injury. The female patient in her mid-forties and of average weight is fine. There was a 15 minute delay to the procedure and the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.